Event description:
Pt reported that she was not getting symptom relief. She said that the trial worked, but since she had the device implanted, she had to go every two hours and only felt stimulation intermittently. She couldn't make it to the bathroom, and the urine ran down her leg. Further info requested from hcp.

Manufacturer narrative:
(B)(4).